Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9050844. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples were tested for leakage and both passed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the intima-ii y 20gax1.16in prn/ec slm had an issue with leakage at the interface. The following information was provided by the initial reporter, translated from chinese to english: after the puncture into the vein, the patient's catheter interface exudates.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii y 20gax1.16in prn/ec slm had an issue with leakage at the interface. The following information was provided by the initial reporter, translated from (B)(6) to english: after the puncture into the vein, the patient's catheter interface exudates.